Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 523 mg/dl. The customer treated her high blood glucose level with 9 units of insulin using a pen. Her vision was blurred. The customer reported a gap of air at the site going down the tubing. Insulin did not seem to be exiting the insulin pump. The self-test passed. The device was not returned.